Event description:
It was reported that the compressor had an issue with drainage valve. There was no patient harm. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The reported issue with compressor has been confirmed during evaluation of the received problem description and service report. Our field service engineer (fse) was on-site for further investigation and found out that the drainage valve was defective and required replacement. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. Information about the current status of the compressor has not been provided. No parts were returned for further investigation, hence, root cause of the reported issue could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).